Manufacturer narrative:
Model number/catalog number 72404233-12 serial number n/a batch/lot number 1000070304 model/catalog description cx preconnect ms 21cm ps 12cm tl iz unique identifier ((B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported inflation issue, fluid leak and hole/perforated are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; inflation issue and fluid leak are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid loss. Following explant, the device was tested, and a hole in the reservoir was identified as the source of the fluid loss. The ipp was removed and replaced. No patient complications were reported.